Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the rptr: the shaft part was broken. The black coating part came off of the device and the coating fell into cavity. The coating was not retrieved. The surgeon kept using the device.